Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : ddbc3d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day after a routine device replacement procedure, the superior vena cava (svc) coil impedance was high. The cause was not determined, but the svc coil portion of the lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.